Event description:
Healthcare professional reported "rupture". This record is for a unknown side. Healthcare professional later reported capsular contracture baker grade unknown via ultrasound, mammogram and MRI and "small liquid accumulation". Healthcare professional reported capsular contracture baker grade ii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.